Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) and from a healthcare professional (hcp) regarding a trial patient for fecal incontinence. It was reported that, while the rep was explaining how to use the patient programmer in the recovery room, the patient started to feel sick. They started to itch really bad in the vagina and top of the legs and their tongue started to swell up. They were told they had an allergic reaction to the antibiotics that were given through the IV and they were hospitalized for 1.5 days. On 2016-10-24, they mentioned that they were better from the allergic reaction and was discharged from the hospital on (B)(6) 2016. On 2016-10-30, it was reported that the patient had swelling from the leads. On 2016-11-01, it was reported that the patient had an infection from the lead and had to have it removed. On (B)(6) 2016, it was noted that the patient was seen in the clinic and had the device removed. The area was red, swollen, and had pus around the lead. They were prescribed antibiotics and was set to have an appointment in two weeks to determine the status of the infection. It was planned to insert the permanent device on (B)(6) 2016. There were no device issues reported.